Event description:
Pt underwent a l3/4 level decompression with an associated synovial cyst at right l3, during which a baxano microblade shaver was used. After a few reciprocations, bleeding commenced lateral of the superior articular process. The surgeon stated that he believes he cut an artery lateral to the foramen. Because of its location, it was a challenge to manage the bleeding. The surgeon needed to remove add'l bone using standard surgical tools to access the artery and control the bleeding. Estimated blood loss was 600 ml, and the pt was not known to have a coagulopathy disorder. The pt did not receive a transfusion and was reported to be in good condition following the surgery.

Manufacturer narrative:
The device was not returned for inspection, and was used in accordance with instructions for use.